Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was misaligned and failed to close properly. A field service engineer verified that all light emitting diode (led) lights on the boards were functioning correctly, unplugged drawer 3 and powered the station back on fully to the application, powered the station down again, reseated the cable for drawer 3, and powered it back on, confirmed that all cubies were detected and that the drawer was able to close properly. The customer then inventoried items from drawer 3 and confirmed that no failures occurred. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was misaligned and did not close properly. The customer rebooted the device and attempted recovery, but the issue persisted. The customer was unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.